Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The alleged issue was resolved by reseating the sterile adaptor and the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi will not receive the endoscope for evaluation per the customer response in follow-up questions. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer had an inverted video. The technical support engineer (tse) checked the logs and identified error 23003 pointing to a possible endoscope bearing problem. The tse guided the nurse to remove the endoscope and manually rotate the base to check for noise/friction, and no issue was found. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was installed in the up orientation at the time of the event. The surgeon did confirm the desired orientation when the endoscope was installed. Indication of the image orientation was provided to the user via the user interface.